Event description:
Healthcare professional reported capsular contracture baker grade iii, and "small anechogenic collection adjacent to the implant in the right breast." Healthcare professional additionally reported "lump in the right breast" not related to the device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.